Event description:
It was reported that they just started normothermia at 9pm. The arctic sun device appears to be heating the patient rather than cooling. Patient temperature (pt) was 36.9c, targeted temperature (tt) was 36.5c, water temperature (wt) was 40.2c, water flow rate (wfr) was 1.1 l/m. Esophageal probe and rectal probe correlate. No shivering, seizures or micro-shivering. Nurse denied any alerts/alarms. System diagnostics showed that the outlet monitor temperature (t1) was 39.6c, outlet control temperature (t2) was 39.6c, inlet temperature (t3) was 39.9c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 0, heater was 3 percentage, water reservoir level (wrl) was 5, system hours were 2646.2. Advised device did have heater enabled and appears to be warming. Had stop therapy and restart. Water temperature immediately began adjusting and dropping from 38c to 25.9c. Advised to monitor for the next hour and noted water temperature (wt) should not be increasing if patient temperature (pt) was above the targeted temperature (tt). Encouraged to call back with any questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just started normothermia at 9pm. The arctic sun device appears to be heating the patient rather than cooling. Patient temperature (pt) was 36.9c, targeted temperature (tt) was 36.5c, water temperature (wt) was 40.2c, water flow rate (wfr) was 1.1 l/m. Esophageal probe and rectal probe correlate. No shivering, seizures or micro-shivering. Nurse denied any alerts/alarms. System diagnostics showed that the outlet monitor temperature (t1) was 39.6c, outlet control temperature (t2) was 39.6c, inlet temperature (t3) was 39.9c, chiller temperature (t4) was 4.6c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 31 percentage, mixing pump command (mpc) was 0, heater was 3 percentage, water reservoir level (wrl) was 5, system hours were 2646.2. Advised device did have heater enabled and appears to be warming. Had stop therapy and restart. Water temperature immediately began adjusting and dropping from 38c to 25.9c. Advised to monitor for the next hour and noted water temperature (wt) should not be increasing if patient temperature (pt) was above the targeted temperature (tt). Encouraged to call back with any questions or concerns. Per follow up information received via task on 14may2025, spoke with charge nurse who confirmed therapy had been completed on the device without further issue. Their tm had retrieved the device a couple days later for the loaner return.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced during service. The device was evaluated upon receipt. During the evaluation it was found that the reported issue was not confirmed. A crack on the right side of the outer shell. A crack on the outer shell. The crack on the outer shell was cosmetic and did not affect function. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required the reported event is unconfirmed, labeling/packaging review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.